Event description:
It was reported there was an "error" made during surgery. Patient had "so much nerve damage that they could not feel their leg." It was noted, the patient wanted to stop it "before it got down to their feet." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# va01ha5, implanted: 2012 (B)(6), product type lead. (B)(4).